Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. It is reported the devices will not be returned for evaluation, therefore no product evaluation is able to be conducted. The root cause of this event cannot be conclusively determined with the available information, however based on follow up with the sales associate it is believed the screw splayed due to cross threading which occurs when the plug is misaligned on insertion that the translation tulip can cross thread and this causes splaying. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 3004485144-2015-00088.

Event description:
The hospital reported that during a lumbar fusion, the metal from the polaris plug sheared into the patient. The material was able to be removed with suction and saline. A surgical delay of 30-40 minutes was reported, however there was no injury to the patient. A replacement implant was successfully implanted.